Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm during initial drain on a homechoice (hc), the home patient (hp) stated that they saw air in the patient line. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in ending therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.